Event description:
Scheduled for hysteroscopy, novasure ablation, and dilatation and curettage. Unable to do novasure ablation due to machine malfunction. Procedure aborted. Surgeon spoke to the medical representative during the procedure. Novasure machine taken out of use. Novasure equipment was sent to biomed, both disposable hand pieces were replaced.======================manufacturer response for ablation, (brand not provided) (per site reporter)======================disposable hand pieces were replaced.